Event description:
In 2009, the capped portion of the lead was removed due to infection. During the procedure, metallic residual broke off into the blood flow and ended up in the inferior lobe of the left lung. Eight days later, a subsequent surgery was performed and the metallic residual was successfully removed from the lung.

Event description:
It was reported that oversensing due to noise was observed. Capture threshold increased and lead impedance decreased. The noise was reproduced with arm movements. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.